Manufacturer narrative:
Without a lot number to conduct a device history record (DHR) review, it is not possible to determine if the reported failure could be related to the manufacturing process.

Manufacturer narrative:
As reported, when removing a 5f mynxgrip vascular closure device (vcd), the sealant came out with it, preventing proper hemostasis. The sealant was deployed completely above the skin, and the sealant was stuck to/ protruding from the advancer tube¿s distal tip. Hemostasis was achieved by manual compression for approximately 20 minutes. There was no reported patient injury. The device was used in a coronary angiogram. There was no damage to the device prior to opening the package. The device was stored and prepped according to the instructions for use (IFU). The procedure used a retrograde approach. The deployer was mynx certified. The vcd was used with a 5f non-cordis sheath. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was little vessel tortuosity. There was no presence of peripheral vascular disease (pvd) or calcium in the vicinity of the puncture site. The device storage temperate did not exceed 25 °c. The balloon was fully deflated after shuttling down. The deployer shuttled down completely. The device packaging was discarded after use and therefore the lot information could not be verified. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was not engaged to the black handle with stopcock opened. The syringe used in the procedure was connected to the device; nevertheless, the procedural sheath used was not returned. Pieces of the sealant swelled with blood were observed stuck to the components on the returned device at the sealant¿s manufactured position. Additionally, the advancer tube was observed in its manufactured position as well. It is unknown if the returned device was manipulated post-procedure. The catheter, shuttle cartridge, and advancer tube were inspected for anomalies that may have contributed to the reported incident, and no visual damages or anomalies were observed. Per functional analysis, the advancer tube was tested per the deployment test as intended per the mynxgrip instructions for use. Nevertheless, the advancer tube could not be pushed forward to the distal portion. Therefore, it was decided to proceed in the opening the device and perform a microscopic analysis. The microscopic analysis was executed to evaluate the conditions of the tamp locks in the device or any other possible attributable cause that could be attributed to the event reported. During this analysis, it was observed that the tamp locks were stuck inside the device components, impeding the deployment of the advancement tube. After a product engineering team (pet) review meeting, further review was executed, and it was observed after removing the advancer tube that the tamp locks were fully covered in dry blood that may have prevented the tamp locks mobility. Per dimensional inspection, to assess if the tamp locks were applied in the correct location, the gap between the balloon and outer cartridge was inspected. The balloon was inflated to perform this inspection, and the gap distance met the specification. Therefore, it could be concluded that the tamp locks were in the correct positions. During the review, it was also observed that the advancer tube was not overriding the distal tamp lock. One thing that could cause this is the advancer tube not having a slit. However, during the device evaluation the slit was present; therefore, this was not the cause. A product history record (phr) review could not be conducted as a lot number was not provided. The reported event of ¿sealant-sealant dislodged¿ was confirmed through analysis of the returned device since there were remnants of the sealant present on the device during visual analysis. However, the exact cause of the issue experienced by the customer could not be conclusively determined during product investigation. Additionally, a condition of ¿sealant-failure to deploy-advancer tube¿ was noted with the returned device since deployment of the advancer tube was not possible during functional analysis. Per pet review, it was determined that this condition was attributed to the presence of dry blood in the tamp locks. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the sealant dislodged event reported since functional analysis could not be performed due to the returned condition, and there were no other damages/anomalies that could have contributed to the issue noted. However, it is possible that the issue experienced could have been due to the sealant swelling up prematurely, which can cause issues during deployment. Premature swelling of the sealant can occur when a high amount of tension is applied to the balloon catheter during the shuttle deployment step and/or if the stopcock of the procedural step was not opened when shuttling down, which can result in a tight seal at the tip of the sheath. As the device is advanced, blood can be trapped inside the sheath due to the tight seal, causing the sealant to hydrate prematurely and contribute to the sealant sticking to the device/advancer tube and dislodging from the intended site. Additionally, since there were no reports of the advancer tube not deploying by the customer, and the cause of the issues experienced during functional analysis was determined to be due to dried blood impeding deployment, it is unlikely that the additional condition noted regarding the advancer tube deployment was experienced by the user and contributed to the reported event. According to the mynxgrip instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ neither the product analysis, nor the information available for review, suggest that the reported issue and the received condition could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Without a lot number to conduct a device history record (DHR) review, it is not possible to determine if the reported failure could be related to the manufacturing process. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when removing a 5f mynxgrip vascular closure device (vcd) the sealant came out with it, preventing proper hemostasis. The sealant was deployed completely above the skin, and the sealant was stuck to/ protruding from the advancer tube¿s distal tip. Hemostasis was achieved by manual compression for approximately 20 minutes. There was no reported patient injury. The device was used in a coronary angiogram. There was no damage to the device prior to opening the package. The device was stored and prepped according to the instructions for use (IFU). The procedure used a retrograde approach. The deployer was mynx certified. The vcd was used with a 5f non-cordis sheath. The was femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was little vessel tortuosity. There was no presence of pvd or calcium in the vicinity of the puncture site. The device storage temperate did not exceed 25 °c. The balloon was fully deflated after shuttling down. The deployer shuttled down completely. The device is being returned for evaluation. The device packaging was discarded after use and therefore the lot information could not be verified.